Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (o 15-jan-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., expiry date, UDI no, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. It is alleged that on (B)(6) 2016, the patient had unspecified injuries related to a defect in the marlex and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per op notes, ¿the sac was excised. The detect was repaired by bringing the lower flap over the upper flap. The entire repair was covered with a piece of bard flat mesh was sutured to underlying fascia.¿. On (B)(6) 2016 - patient was diagnosed with infected abdominal wall mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿there was a visible sinus tract on the left anal margin. The mesh with surrounding pus and granulation tissue material was noted. The mesh was excised from anterior surface of fascia. A medium thickness biological mesh was sutured within the wound over the fascia using interrupted suture¿. On (B)(6) 2018 - patient was diagnosed with abdominal wall hematoma thereby underwent incision and drainage of abdominal wall hematoma.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. It is alleged that on (B)(6) 2016, the patient had unspecified injuries related to a defect in the marlex, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."